Manufacturer narrative:
This device is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported there was an unexpected decrease in longevity expectation of the battery for the pulse generator. There was a 30 month decrease within a follow-up interval of 7 months. The device was replaced on (B)(6) 2019. No further adverse patient effects were reported.